Event description:
It was reported that the shaft was kinked. The patient was undergoing a radiofrequency ablation procedure in the liver. The 3.5/15/15 leveen coaccess was selected for use. The cannula was inserted into the liver; however it was noted that a significant kink occurred and the needle was not able to be inserted into the cannula. The procedure was completed with a different device. No patient complications were reported and the patient¿s status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: received one leveen electrode and introducer with residue present on the devices indicating use/ handling. An examination of the components found both to be bent. The leveen array was retracted when received at cis. The cannula was bent starting at approximately 8 cm from the tip. During the evaluation the array was extended with some resistance due to the bent cannula. The array extended fully and the tines were evenly spaced and un-deformed. The introducer was bent at approximately 5.5 cm from the tip. The insulation was cut/ torn at approximately 1.6 cm from the tip. The insulation extended 1.5 mm past the introducer tip. The distal end of the insulation was slightly twisted and crushed flat. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the shaft was kinked. The patient was undergoing a radiofrequency ablation procedure in the liver. The 3.5/15/15 leveen coaccess was selected for use. The cannula was inserted into the liver; however, it was noted that a significant kink occurred and the needle was not able to be inserted into the cannula. The procedure was completed with a different device. No patient complications were reported and the patient¿s status is fine.